Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the connector had a recognition problem. Per service reports, this complaint can be confirmed. It was observed during evaluation that the 8 pin socket was corroded by fluid. The defective plug for connecting handpiece was replaced to resolve the issue. The device was cleaned, calibrated newly, tested and found to be fully functional. The 8 pin socket which was corroded by fluid is responsible for the reported connection recognition issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/04/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that the generator device had a blocked connection. During in-house engineering evaluation, it was determined that the 8 pin socket on the device was corroded by fluid. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.